Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes clinical manager reported via phone call of high and low blood glucose readings and a display anomaly from the insulin pump. The diabetes clinical manager stated that the customer had a hard time reading the display. The customer stated that the display is dim. The customer stated that he cannot use his bolus wizard settings. The customer stated that the pump will not accept the amount of carbs. The customer stated that the pump kept going to 5.6 units for blood glucose and the numbers do not make sense to treat with. The customer stated that his blood glucose readings were going from 40 mg/dl to 500 mg/dl daily because he was manually entering his blood glucose and carbs as the pump was not working. The customer declined to troubleshoot for high and low blood glucose readings.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.